Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately high, compared to another meter (onetouch verio) the complaint was classified based on customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The patient reported that he is unsure when the meter issue began. He reported that on (B)(6) 2016 he obtained an inaccurately high blood glucose reading of ¿292 mg/dl¿ with the subject meter compared to ¿222 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. The patient stated that he manages his diabetes with insulin and denies making any changes to his usual diabetes regimen in response to the alleged inaccuracy. The patient stated that on the evening of (B)(6) 2016, he went to bed, at 2am his wife noticed he was suffering symptoms of ¿dizziness, disorientation and had passed out¿. He reported that his wife contacted the emergency medical services, who attended at 0245 am, and treated the patient with glucose tablets and glucose gel. The patient reported, he did not respond to the tablets and gel so was then treated with IV glucose by the paramedics. The patient stated the paramedics tested his blood glucose after the treatment and obtained a result of "150 mg/dl". During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. He described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.